Manufacturer narrative:
The report of a dim display segment was confirmed. The device was received by the service department, repaired, retested, and returned to the customer. Upon visual inspection the service technician noted a missing segment. Confirmed dim segment. The display board was replaced. Pm was performed and all tests passed. The proximate cause of the reported issue is a display board electrical failure. Review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 01/08/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/22/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Device was received by service department, repaired, and returned.

Event description:
It was reported that the device had missing segments on its display board. There was no patient involvement.